Event description:
The facility's technician reported a fail code 500. The technician did not have information regarding whether the failure occurred during patient use or biomed testing. Additional contact information was requested but no additional contact was identified. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.